Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The treatment for this event was not reported. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 2 of 3 for this event.